Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by a distributor in another country. The product referred to in this complaint is not sold in the USA, but it is similar to a product which is sold in the USA. Attempts were made to insert a heater wire adapter to each heater wire plug of the breathing circuit. Results: one of the pins on the expiratory tube appeared to be slightly split making it impossible for the heater wire adapter to be inserted. A lot check revealed no other complaints of this nature for this lot number. Conclusion: recent improvements were made to the production process with the aim of preventing bent and split pins form passing the production test, through prior identification and rejection of damaged heater wire pins. This has reduced the number of such complaints in recent times. This event occurred after the production improvements were implements. Heater wire pins are moulded from a thin, flat sheet of metal that is folded over to create a hollowed tube with a small seam where the edges meet. In this case, it is possible that the pin was not properly moulded during the production process leaving a slight split at its tip whilst still passing the final electrical resistance test. The split may have been exacerbated during set-up and connection of the equipment, but we are unable to determine the exact cause. Monitoring and trending for this type of event has a rate of occurrence of 0.001% worldwide in the last year.

Event description:
A hospital in another country, reported to our distributor that during the setting up of an rt200 adult breathing circuit to a ventilator, hospital staff found it impossible to connect an electrical adapter to the inspiratory tube of the breathing circuit, as the pin for the heater wire was bent. No patient consequence was reported.